Manufacturer narrative:
(B)(4). Concomitant medical product: unknown, unknown stem, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03796.

Event description:
It was reported that the patient was revised due to instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was confirmed with return of the compatible component. The neck was returned and evaluated. The modular neck shows damage between the conical taper and elliptical taper, indicating impingement. The elliptical taper exhibits fretting/wear. Damage is too severe for dimensional analysis. DHR was reviewed and no discrepancies were found root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.